Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, on the literature review "mid-term results with the enhanced pressfit (epf) cup in osteoarthritis, chronic polyarthritis, and revision arthroplasty", two patients with a iib acetabular defect underwent tha revision during which an ep-fit plus and a sl-plus were implanted as the acetabular and femoral components respectively. After this procedure, both patients required a subsequent revision surgery due to early aseptic loosening of the acetabular prosthesis with reconstruction of the acetabular wall and bone grafting. Additional details regarding the patient's clinical course were not provided.

Manufacturer narrative:
H6, additional health effect - clinical code was added. H3, h6: in the literature review "mid-term results with the enhanced pressfit (epf) cup in osteoarthritis, chronic polyarthritis, and revision arthroplasty" [1], two (2) patients with a iib acetabular defect underwent total hip arthroplasty revision during which an ep-fit plus and a sl-plus were implanted as the acetabular and femoral components respectively. After this procedure, both patients required a subsequent revision surgery due to early aseptic loosening of the acetabular prosthesis with reconstruction of the acetabular wall and bone grafting. The complaint devices, used in treatment, were not received for investigation and a visual inspection could not be performed. The exact part and batch number of the devices is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, insufficient information was made available to determine the revision of instructions for use applicable to the devices at the time of distribution. However, a review of the current revision was conducted and the instructions for use lists several possible adverse effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. Should any additional clinical information be provided, this complaint will be re-evaluated. [1]: doets hc, olsthoorn pgm, schmotzer h. Mittelfristige ergebnisse mit der enhanced pressfit (epf) pfanne bei arthrose, chronischer polyarthritis und bei der revisionsarthroplastik. In: pressfit pfannen (ed.: effenberger h, zichner l, richolt j) mcu 2004; 137- 142. Internal complaint reference (B)(4).